Event description:
It was reported that multiple intermittent occlusion alarms occurred. These issues caused the customer's blood glucose levels to read "high" on their cgm. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require any third-party assistance. To resolve the occlusion issue, the customer changed the infusion set and cartridge and then resumed insulin delivery.